Event description:
It was reported that the incorrect tube was used resulting in an impact of a patient for clinical trial with a bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes. The following information was provided by the initial reporter: it has been brought up on our safety board that there have been some challenges with the two tubes. The two tubes are used for separate things, and the distinguishing factors are not obvious (the cross hatching on one). We had an incident this week where the incorrect tube was used, resulting in an impact on a patient for clinical trial. Additional information received from customer: we are unable to send you the sample as it is gone. My sense is there is no need to send a sample of the tubes¿it is not an issue with a malfunctioning tube, it is that the tubes are too close in appearance.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for similar tubes with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for similar tubes with the incident lot was not observed. The photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. Additional information was requested for the impact this had on the patient. Confirmation was given "from the customer stating there was no impact to the patient. No si or mi. Patient had to be redrawn".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the incorrect tube was used resulting in an impact of a patient for clinical trial with a bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes. The following information was provided by the initial reporter: it has been brought up on our safety board that there have been some challenges with the two tubes. The two tubes are used for separate things, and the distinguishing factors are not obvious (the cross hatching on one). We had an incident this week where the incorrect tube was used, resulting in an impact on a patient for clinical trial. Additional information received from customer: we are unable to send you the sample as it is gone. My sense is there is no need to send a sample of the tubes¿it is not an issue with a malfunctioning tube, it is that the tubes are too close in appearance.